Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay user/ patient contacted lifescan (lfs) alleging that her one touch ultra meter does not power on. The patient refused to provide medical affairs any further clinical information on april 6,2007 and disconnected the call. In 2007, the patient was exhibiting symptoms, which consisted of sleepy, dry mouth, frequent urination, felt sick to her stomach and had a backache. She attempted to test and the meter would not power on. She did not self-administer herself and contacted her physician for advice and went to the physician's office around 1:30pm. She was tested on the physician's "accuchek" meter and received a "500 something" and then her physician advised her to treat herself based on her sliding scale insulin, novalin r. After the insulin, he tested her at an unspecified time and obtained a 342mg/dl. The patient mentioned that she replaced the battery and issue persisted. The battery contacts were in good condition. Customer care advocate (cca) was unable to further troubleshoot the meter. Since the pt did not have her subject test strips with her to troubleshoot the meter.the patient has had the meter for approximately one year. Cca sent the patient replacement meter, strips and control solution. No further clinical information was provided. It would have been helpful to know her diabetes regimen, readings prior to the event, how long the patient had a power issue with the device and how soon after testing on the physician's meter, he retested her blood glucose. The complaint is being reported because the patient alleged she developed symptoms of hyperglycemia, attempted to test and meter would not power on, sought medical attention and was advised to take her sliding scale of insulin. It is not clear the reported meter issue began prior to the symptoms; thus, it is not clear the meter had contributed to the alleged injury.